Event description:
Customer reported intermittent keypad response. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with an intermittent button response due to corroded keypad traces. Insulin pump had a cracked display window corner, cracked battery tube threads and cracked reservoir tube lip.